Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in jun 2022. Medical product: unknown. Therapy date: unknown. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the unit is hurting her really bad. The patient stated that her foot starts hurting after about 3-4 hours of use. She stated that she puts on a sock, waits a half hour, and then within an hour it starts hurting, throbbing, and feeling hot. The patient stated that the foot looks red and swollen. The patient did not seek medical treatment. The patient rated the pain as 10 on a scale of 1 to 10, with 10 being the highest. It was later reported by the patient on (B)(6) 2022, that it is very painful and that the pain is right on the break of the toe. The patient also reported that she feels a tingling sensation as soon as she puts the coil on. The patient stated that the pain goes away immediately when she takes off the coil. The patient reported that she has not spoken to her doctor regarding the pain and is still treating with the product. The patient was advised to contact her doctor if the pain does not stop. It was reported that no further information is available.

Event description:
It was reported by the patient that the unit is hurting her really bad. The patient stated that her foot starts hurting after about 3-4 hours of use. She stated that she puts on a sock, waits a half hour, and then within an hour it starts hurting, throbbing, and feeling hot. The patient stated that the foot looks red and swollen. The patient did not seek medical treatment. The patient rated the pain as 10 on a scale of 1 to 10, with 10 being the highest. It was later reported by the patient on june 20, 2022, that it is very painful and that the pain is right on the break of the toe. The patient also reported that she feels a tingling sensation as soon as she puts the coil on. The patient stated that the pain goes away immediately when she takes off the coil. The patient reported that she has not spoken to her doctor regarding the pain and is still treating with the product. The patient was advised to contact her doctor if the pain does not stop. It was reported that no further information is available. No product was returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.